Event description:
Bd vacutainer luer lock access device broke of when attached to bd neiva closed IV catheter. Happened when trying to remove after drawing labs. Would not screw off thus causing it to break. Had to remove the saline lock.